Event description:
After placing the balloon and connecting autofill failure. The balloon was positioned right, but unable to inflate so the doctor removed the balloon. Another balloon was placed the same way, position, connection with no problem inflating.

Manufacturer narrative:
Product condition received: the product was returned with the membrane loosely folded and blood visible on the exterior of the catheter. The extension tubing was also returned. Product evaluation: the iab was placed on the cs300 pump and the iab unwrapped and fully inflated. No alarm sounded from the pump. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. Conclusion: the reported event cannot be confirmed by the evaluation. If the balloon does not fully inflate on the pump, the instructions for the recommend manual inflation with a syringe and resume pumping. A review of the device history does not indicate any lot specific issues. (B)(4).